Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the dirt/foreign matter observed on the bending rubber (a-rubber) could not be identified and a definitive root cause of the issue could not be determined, however, it is probable that the issue was the result of reprocessing not be completed for the subject device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during normal maintenance it was discovered that the o ring popped out of the scope and the scope cover was leaking. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the bending section adhesive was dirty due incorrect reprocessing scope. This report is being submitted for the malfunction found during evaluation (incorrect reprocessing scope).

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (leaking scope cover) was confirmed. This complaint is most likely the result of the misalignment of the scope cover ring. During inspection and testing the following was also found: the plastic distal end cover had a scratch, the grip had a scratch, the universal cord is sticky, due to wear of angle wire, bending angle does not meet the standard value, scope communication error due to a data error, the scope connector had corrosion due to water leakage, the plug unit has corrosion due to water leakage, the image is not displayed due to damage on the charge-coupled device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.